Manufacturer narrative:
The returned device was analyzed and the reported event was confirmed. Based on a review of all available information, the cause of the reported event could not be determined.

Event description:
It was reported that there were concerns of premature battery depletion (pbd) for this subcutaneous implantable cardioverter defibrillator (s-ICD). The device recorded a battery depletion alert. Technical services (ts) reviewed the device data and recommended replacement. A safe replacement interval was provided. This device remains in service. No adverse patient effects were reported. Additional information was received that stated that during a visit, the sicd device had recorded a drop in amplitudes measurements which caused an inappropriate shock. No additional adverse patient effects were reported. The device remains in service. According to additional information, this device was explanted and replaced with a new s-ICD. No additional adverse patient effects were reported.

Event description:
This supplemental report is being filed to provide a correction for the analysis in the additional narrative on the h tab. This supplemental report is being filed to provide additional information that the product has been explanted and replaced. There were no additional adverse patient effects. This supplemental report is being filed to provide additional information that during a visit, the sicd device had recorded a drop in amplitudes measurements which caused an inappropriate shock. No additional adverse patient effects were reported. The device remains in service. It was reported that there were concerns of premature battery depletion (pbd) for this subcutaneous implantable cardioverter defibrillator (s-ICD). The device recorded a battery depletion alert. Technical services (ts) reviewed the device data and recommended replacement. A safe replacement interval was provided. This device remains in service. No adverse patient effects were reported.

Manufacturer narrative:
Updated analysis information: upon receipt at our post market quality assurance laboratory, this s-ICD was thoroughly inspected and analyzed. A high current drain was detected, but the battery still supported full device function. Detailed analysis confirmed the identified high current drain was a result of a compromised capacitor. This resulted in the observed premature battery depletion. It was determined that the capacitor was compromised due to the presence of excess hydrogen in the device case. Boston scientific issued an advisory communication in (B)(6) 2019 regarding a subset of emblem devices that has an elevated potential of exhibiting this behavior; the population of devices that may be impacted was expanded in (B)(6) 2020. This particular device is included in the emblem s-ICD accelerated depletion advisory population.

Event description:
This supplemental report is being filed to provide additional information that during a visit, the sicd device had recorded a drop in amplitudes measurements which caused an inappropriate shock. No additional adverse patient effects were reported. The device remains in service. It was reported that there were concerns of premature battery depletion (pbd) for this subcutaneous implantable cardioverter defibrillator (s-ICD). The device recorded a battery depletion alert. Technical services (ts) reviewed the device data and recommended replacement. A safe replacement interval was provided. This device remains in service. No adverse patient effects were reported.

Event description:
This supplemental report is being filed to provide additional information that the product has been explanted and replaced. There were no additional adverse patient effects. This supplemental report is being filed to provide additional information that during a visit, the sicd device had recorded a drop in amplitudes measurements which caused an inappropriate shock. No additional adverse patient effects were reported. The device remains in service. It was reported that there were concerns of premature battery depletion (pbd) for this subcutaneous implantable cardioverter defibrillator (s-ICD). The device recorded a battery depletion alert. Technical services (ts) reviewed the device data and recommended replacement. A safe replacement interval was provided. This device remains in service. No adverse patient effects were reported.

Event description:
It was reported that there were concerns of premature battery depletion (pbd) for this subcutaneous implantable cardioverter defibrillator (s-ICD). The device recorded a battery depletion alert. Technical services (ts) reviewed the device data and recommended replacement. A safe replacement interval was provided. This device remains in service. No adverse patient effects were reported.